Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2018 and suture was used. The suture was broken when tying a knot with an instrument. The surgeon commented that he tied with usual force. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported: suture breakage. Ten unopened samples of product code k832, lot # lej461 were returned for analysis. The issue sample was not received for analysis. During the visual inspection of ten unopened samples, no defects were observed on the packets. The samples were opened and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damage was noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was observed and the tested sample meet the finished goods requirements.

Manufacturer narrative:
Product complaint # : (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.